Event description:
A vns patient's caregiver called and reported that they are caring for a patient and they last had their device checked in early (B)(6). They had an appt again on (B)(6), but the generator was not checked. The patient has experienced an increase in seizures over the last 3 weeks. The patient at this time has not been evaluated by a vns treating physician since the event was reported therefore it is unknown if their seizures are above or below baseline and their relationship to their vns.

Event description:
Good faith attempts have been made and no further information has been attained.

Manufacturer narrative:
Operator of device corrected data: lay user/patient not physician. Type of report corrected data; omitted on initial report, 30 day report.